Event description:
During service testing, the baxter repair tech reported that the device failed accuracy testing with an underdelivery. The hosp rep stated that there been no reports of any pt incident involving this pump since the last baxter service event. No add'l info is known.

Manufacturer narrative:
Evaluation summary: the infusion pump was tested for flow accuracy at 100 ml/hr, the infusion pump failed the accuracy test with a flow value of -8.0% from the desired amount. The specification of this device is +/-5%. A corrective and preventative action has been initiated.